Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the sleep current was too high. It is unknown at this time if the issue had any impact on insulin delivery. No further details were provided. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 01/19/2017. The device has been returned and evaluated by product analysis on 01/07/2016 with the following findings. During electrical testing of this pump, the current draw for the sleep current measured high.